Event description:
It was reported that the patient experienced an infection with bacteremia and vegetation on the leads. The entire implantable pulse generator (ipg) system was removed. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref reports: mw5155329, mw5155331.